Event description:
It was reported that the externalized conductors were observed when a patient presented to the or for a routine generator changeout. No electrical anomalies were detected. The lead was capped and replaced with no issues.